Manufacturer narrative:
No product was returned and no functional tests or inspections were performed. The product print was reviewed and confirmed the opening of the punch is only designed to accommodate sternums 20 mm thick or less. The punch is used to help create a hole in the sternum to allow the band of the implant to easily pass through, but is not required as the needle on the band can also be used to punch through the sternum. The most likely cause of the complaint is patients condition and customer preference.

Manufacturer narrative:
It is reported the device is not being returned for evaluation as the event was due to the patient¿s anatomy (thick manubrium). The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported the patient had a very thick manubrium, almost 22mm and the surgeon struggled to get the manubrium punch on. The surgeon used the punch by stripping the anterior muscle on the manubrium to fit the bone punch. There was a 20-30 minute surgical delay.